Event description:
Discordant advia centaur xp vb12 results were obtained on several pt samples. Repeat testing of the pt samples provided a different result. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp vb12 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant vb12 results is unk. The instruments performing within specifications. No further eval of the device is required.